Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a catheter restriction alarm. (B)(6) stated the patient arrived from an outlying hospital four days prior and they had no issues with therapy until that morning. They stated they had been ¿turning¿ the patient over the last couple of days of care. It was revealed the iabp had been in standby for almost two hours. It was also revealed they had not had a chest x-ray to verify placement since on (B)(6) 2022. It was explained that due to all of the turning and repositioning of the patient, the iab could have been kinked in any number of ways. The getinge representative stated they could not assist in troubleshooting at that time due to the length of time in standby. It was reviewed the instructions for use state after the iab catheter is immobile for more than 30 minutes it must be removed. The customer stated the attending physician and cardiology team were already aware of the situation. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).